Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the falling of the tissue pad occurred by the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad was fell off due to load applied to the peeling tissue pad. The event can be detected/prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, at the beginning of a procedure, the white tip (tissue pad) of the thunderbeat broke off. The procedure was prolonged 5 additional minutes. The therapeutic total hysterectomy bilateral salpingectomy was completed using a replacement device. There was no report of patient harm associated with this event. Usage of subject device: the usg-400 (ultrasonic generator) software version was 2.00. The setting of itm (intelligent tissue monitoring) ¿on¿ when the thunderbeat was used. In the hospital, the setting of itm is usually ¿on¿ when the thunderbeat was used. The user understood characteristics of itm functionality. The user did not change the itm setting during the procedure.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.